Event description:
It was reported that during reprocessing, the subject flex video scope device image occasionally flickers. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the control body was corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign matter became trapped between the electrical contact points of the electrical connector and the electrical contact points of the system, or that temporary contact failure due to water ingress prevented the image signal from being transmitted properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.